Event description:
A balloon ruptured and detached from the catheter shaft after the third inflation during dilatation of a dialysis graft. Retrieval of the balloon utilizing a catheter was uneventful. Another balloon was used to successfully complete the procedure without pt complications. Device has been destroyed by the uf. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressure for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Therefore, co believes these factors contributed to this event and do not attribute it to the device. However, without evaluating the device co cannot determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if the balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."